Event description:
The customer reports the shock button on the device is stuck and won't reset.

Manufacturer narrative:
(B)(4). The customer reports the shock button on the device is tuck and won't reset. A philips field service engineer evaluated the device and could duplicate the reported complaint. It was found that when running operational check, the charge button had no response. The device intermittently would freeze and with a continuous beep sound. The software was reloaded to resolve the reported issue. All functional tests were done and passed. As of 07/19/2012 there have no further calls for this device. There was no reported pt involvement. See scanned page.